Event description:
Info received indicates the device was explanted in 2006, after 19 months implant duration due to infection and battery depletion. Product positioning difficulties were also reported, it is unk if the positioning difficulties occurred at implant. The date of onset of the reported infection was not provided with the returned product. No additional info was available at the time of this report. Additional info has been requested. The device was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
H6 - preliminary device analysis was not available on the date of this report. A follow-up report will be sent when product evaluation is complete.